Event description:
I had gotten silicone implants 2 years ago ((B)(6) 2014). Prior to that I had saline implants for 11 years without any issues. I first noticed my extreme fatigue / exhaustion back in (B)(6) 2016. Then at the end of (B)(6), I started experiencing horrible flu like body pain, vertigo, dizziness, ear popping hearing issues, dry mouth/eyes and much more. All the while still having extreme fatigue and exhaustion on top of that. I went to my doctor numerous times and got blood tests (with a low positive ana), but nothing else showed up. I asked for an MRI, 4 times (between (B)(6)) from my pmd, but no refused to approve of me getting one. I was referred to a rheumatologist, who ran a bunch of other blood tests. The ra doctor said that all my tests came back normal and there was nothing else he could do for me, he said I would need to contact a plastic surgeon. I called my pmd again and asked for an MRI (for a 5th time). Finally said they'd refer for an approval. I just got my MRI on (B)(6) 2016 and am awaiting the results to see if there is a leak or tear. I know that the medical field doesn't acknowledge that silicone implants (or any implants) can cause someone to have auto immune like symptoms. But the silicone implants are the only thing that have changed in the past 2 years of my life and my family has no history of auto immune like illness. I noticed when I take chlorella, it dramatically helps because the pain, dizziness etc. I do believe that everyone's body is different and doesn't react the same, at this point I am certain my symptoms are due to my silicone implants, rupture or not. Symptom like auto immune.